Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the hour glass appears after highlighting something and it will not quickly change screens or menus. A check of the logs parsing files found no anomalies. It was indicated that the tabs of the power cord bay door and the keyboard hinge were broken. It was also indicated that the programmer had internal corrosion and was not repairable. The programmer was to be scrapped and replaced. (B)(4)

Event description:
It was reported the hour glass appears after highlighting something and it will not quickly change screens or menus. It was noted the programmer is not being used for either doing cases or checks because of the the hour glass and delays. It was also reported the power cord closure needs repair and is currently taped shut. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.